Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22 multiple times. Reportedly, the pump was resting on the customer's belt when the alarm occurred. The customer believes this may have been depressing the button. Tandem technical support educated the customer on how the alarm can occur and advised the customer to keep their belt away from the button; the customer acknowledged. Reportedly, the customer experienced an elevated blood glucose (bg) level of 278 mg/dl. The customer stated bg's were impacted due to the button alarm and also because the customer was sick. The customer delivered a correction bolus to stabilize impacted bg level.